Event description:
It was reported to tycohealthcare kendall that a customer had a problem with a grounding pad. The customer reports that a pt received a 2nd degree burn. The end-user states that they do not have a clear picture of the burn to the pt; a photo will not be sent. A follow-up conversation with rn revealed the following additional information. The pt had a total of two burns. One burn was located on the hand, between the thumb + index finger. The size of the burn was 3 cm. The area that received the burn had to be cut and suture (surgery). The customer believes this to be a third degree burn. The other burn was located on the upper arm but was believed to be more superficial by the customer. The burn was the size of the grounding pad although not consistent. The shape of the grounding pad was evident on the skin although there were patches within the grounding pad area that did not burn. Blisters formed on the skin that received the burn.